Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Expired tubes will draw less volume than tubes still within their shelf-life. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that usage after expiration occurred with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter. "Material no: 368492, batch no: 7297593. It was reported the customer used an expired tube (patient 2). Rcvd call, - "I would like information for using expired materials. One of our employees used an expired tube during a blood draw and it was sent off for testing. What if any errors may be encountered by this?"